Event description:
A dental assistant began a procedure by donning a diamond grip mf-300-s glove on their right hand. They scraped their finger on what they thought was a piece of rusty metal embedded in the interior, palm side pinky finger. No blood was drawn and there appeared to be no breakage of the skin. The affected area appeared scraped and was irritated. The piece of metal was approximately circular, dime size with rough edges. It was completely inside the glove finger and embedded there. Upon donning, the metal piece did not break through to the outer surface of the glove. The dental assistance was taken to a walk on clinic immediately after the incident where they received a tetanus injection. They were back to work within thirty minutes. Microflex had the customer send the glove with embedded foreign object to lab for independent third-party testing. The embedded object was identified as iron oxide.